Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
...

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a probable temporal relationship exists between therapy utilizing the liberty cycler, liberty cycler set and the patient¿s adverse event of peritonitis. The etiology of the patient¿s peritonitis is unknown, therefore causality cannot be determined. Based on the information available at the time of this clinical investigation, there is no evidence or documentation indicating the liberty cycler in any way caused or contributed to the event of peritonitis. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
It was reported a patient with end stage renal disease on continuous cyclic peritoneal dialysis for renal replacement therapy experienced extended drain times. A similar event occurred when the patient previously experienced an episode of peritonitis (date and details unknown). Additional information was solicited, but unavailable.